Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, when the hemopro was initially connected the device tip overheated and the jaws coating melted. A replacement hemopro device was used to complete the procedure. No pt complications were reported by the hospital.

Manufacturer narrative:
Investigation results: investigation was completed, and it was observed that the jaw boots were thermally damaged. This indicates that the jaws and tri-heater had experienced elevated temperatures at one point in time and it could have been a result of an intermittent circuit failure. The complaint for device overheats is confirmed. A review of the finished device lhr did not reveal any non conformance reports, which could have contributed to this complaint mfg personnel will be notified.